Event description:
It is reported that a patient was implanted on unknown date in (B)(6) 2013 with a multi-loc proximal humeral nail. Patient returned to surgeon on unknown date; surgeon found the nail had cut-out of the humeral head. Patient returned to the operating room on (B)(6) 2013 for the removal of the multi-loc nail and 5 screws. It is not known if the patient was revised to further instrumentation. This report is for unknown multi-loc screw x 3. Incomplete part number reported 04.019.0xx. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID # (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and not lot number or part number was provided. Placeholder.